Manufacturer narrative:
Additional information b5: medtronic received additional information that the device input was not changed although it was continued to be used as the leak was found near the end of the pump run, therefore, they finished the case with the leak because it was small. Plasmalyte, heparin and mannitol were used in prime or during the case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion hollow fiber oxygenator, it was reported that this device had a fiber leak, and there was patient blood loss of about 10cc, and a blood transfusion was not required because of the blood loss from the leak. The leak seemed to be coming from the bottom of the component. The same leak did not appear in multiple packs. The cpb (cardiopulmonary bypass) run was less than two hours and a leak started to drip and foam out of the bottom. See attached photo. The device was used to complete the procedure. There was no adverse patient effect associated with this event.